Event description:
A customer reported to olympus, the visera pro xenon light source had a lamp problem during reprocessing. The intended procedure was a therapeutic laparoscopic surgery. The procedure was completed using a replacement device. There was no delay or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The xenon lamp could not be lit due to faulty power unit. In addition, there were burning marks at the igniter when starting. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the event occurred due to the failure of the power supply unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. As a result of checking the monthly analysis report, there was no increase trend. Olympus will continue to monitor field performance for this device.